Manufacturer narrative:
Analysis found that the reported event was confirmed. Pre-repair temperature test results show rear 48.0 c, middle 44.3 c and nose 43.9 c. The motor was corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was overheating after using for more than a minute. The handpiece started to overheat even with the cooling tube. The doctor used another bur to complete the procedure. There was no patient involvement.